Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that no batteries were included. Functional testing found that all the connections were disconnected, and the speaker was also disconnected causing no alarm sound. It was reported that the device displayed error 907 and would not power on after new aa batteries were applied. The device was heavily damaged, with the front and rear cases cracked and all internal connections disconnected upon disassembly. The lcd ribbon cable was found to be damaged and torn, and the coin cell battery was depleted, measured at 0.28vdc. After replacement of the front panel and reassembly, the device powered on and passed the power on self test (post), but error 907 continued to be observed. The reported issues were confirmed. The most likely cause was traced to a component failure. It was also reported that there was no audible alarm. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device displayed error 907 and would not power on after new aa batteries were applied. The device was heavily damaged, with the front and rear cases cracked and all internal connections disconnected upon disassembly. The lcd ribbon cable was found to be damaged and torn, and the coin cell battery was depleted, measured at 0.28vdc. Troubleshooting steps included replacing the coin cell battery, but error 907 persisted. After replacement of the front panel and reassembly, the device powered on and passed the power on self test (post), but error 907 continued to be observed. It was stated there was no audible alarm. There was no patient involved.